Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece was found to be broken off the yaw pulley. The broken piece was returned. Root cause of this failure is typically attributed to the misuse/mishandling. Per this review of the logs, the cadiere forceps was last used on (B)(6) 2021 via system serial# (B)(6). There were 17 uses remaining after this last usage.

Event description:
It was reported during a da vinci-assisted hemicolectomy surgical procedure, the surgeon went to grab another section of bowel and one side of the cadiere broke off. The surgeon removed the instrument and retrieved the fragment from the patient¿s abdomen. The site continued the procedure with no reported complications.